Event description:
The customer reported that on (B)(6) 2013 between 6h and 7th am the users didn't hear the asystole alarms. The pt is deceased.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.